Event description:
It was reported that less than two weeks post implant, the right atrial lead was noted to have elevated threshold. The helix was retracted and the lead was repositioned. The helix appeared to be extended but no current of injury was observed and the lead would not stay where it was placed. The lead was removed and something was noted to be attached to the helix. A new lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pulse generator (B)(6) 2013. (B)(4).